Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an irregularly shaped sheath was unconfirmed as no defects were noted in the returned photographs. Two photographs were returned of the implicated 4.5fr microintroducer. The dilator had been removed from the sheath and was not included in the photograph. No bunching or tears were seen at the distal end of the sheath. The sheath had been split, and the handles appeared to be fully separated. The material on one side of the sheath was slightly rippled. However, the rippling of the material appeared consistent with typical deformation seen from clinical use. The extent of material deformation can vary based on use conditions such as insertion angle, the angle that the handles are held during peeling, and the speed that the sheath is peeled. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on the morning of (B)(6) 2025, during a PICC line insertion procedure required for the patient's chemotherapy, the seldinger sheath was torn open during use, revealing an irregular shape. This sheath serves as an auxiliary tool for PICC placement and is intended for disposal after use. Following the procedure, the sheath was found to be irregularly shaped. However, this did not impact the catheter placement, and no adverse effects on the patient have been observed thus far. The patient's PICC usage will be closely monitored, and any patient complaints will be taken seriously.